Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient came into clinic due to asystolies of short duration with unconsciousness. Oversensing was observed and could be reproduced with manipulation. The lead was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.